Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) shutdown 1 hour after starting. No patient harm was reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Due to character restrictions in telephone number: (B)(6).

Manufacturer narrative:
A getinge field service engineer was dispatched to evaluate the unit for the reported malfunction. The fse was able to reproduce the reported malfunction. The fse replaced the malfunctioning solenoid driver board with a test board to test the unit. No repair has been completed as of yet. The fse stated that a new cardiosave was purchased and the reported cs300 was discarded. If any pertinent information is received in the future, the complaint will be reopened and updated accordingly.

Event description:
It was reported that, during use, the cs300 intra-aortic balloon pump (iabp) shutdown 1 hour after starting. There was no report of patient harm, serious injury or adverse event.